Event description:
On 7/5/97 following a ptca procedure, an angio-seal device was placed. On 9/4/97 the pt was readmitted to the hospital. On 9/5/97 the pt had abdominal aortography with bilateral lower extremity run-off, which revealed an occlusion of the entire right external iliac and right common femoral artery. On 9/8/97 the pt had a right iliofemoral bypass graft. The pt was discharged home on 9/11/97.